Event description:
The facility reported a pump with an unkown failure. It is unknown when this failure occurred. There was patient injury or medical intervention necessary according to the hospital representative.